Manufacturer narrative:
The reported event of premature battery depletion was not confirmed. The device was received at backup operation. Device image showed that the elective replacement (eri) flag was triggered while battery voltage was still above eri. There was evidence from the device image that auto-capture feature was enabled and operated in high output mode at times. When automatic settings are programmed, such as auto-capture, the device output would adjust itself to accommodate the patient¿s needs for pacing and falsely triggered the eri flag. Device went to backup mode due to cold temperature after explant. Analysis performed after product code was reloaded, no anomalies were noted. Longevity assessment was performed, device was in the normal range of operation with appropriate remaining longevity.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was asymptomatic. It was noted that the pacemaker had triggered the elective replacement indicator on (B)(6) 2020 but the last follow up three months prior had an estimated longevity of ~2.25 years. Battery voltage had decrease significantly. The patient was referred for a generator change to be completed in the following months. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.